Manufacturer narrative:
No device analysis results are available because the device remains implanted. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Following a successful sensor implant, the patient had hemoptysis and some discomfort. On november 13th, the patient still had not been discharged from the hospital due to persistent hemoptysis. The patient is recovering. The physician believes that either the guidewire or the delivery catheter may have perforated a small part of the pulmonary anatomy.